Manufacturer narrative:
Device evaluation; the device was returned intact and functional with light yellowing; the device weighed 1.9g over specification.

Event description:
Bilateral capsular contracture baker grade 3-4 - left side.